Manufacturer narrative:
(B)(4). Additional information: the device was manufactured november 14, 2012 ¿ november 15, 2012. The cause of the backflow condition was due to the particle matter found under the check-band. The root cause of the particle matter has not been determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During fill, backflow was observed from the fill port. Microscopic inspection of the device revealed a particle approximately 5.2 mm in length trapped under the check band. Spectrophotometric analysis determined that the particle was made of polyethylene. The reported condition was confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The reporter stated that after filling the device with 50 ml dextrose solution and removing the needle, ¿the solution started to come out spontaneously until the infusor was totally emptied.¿ there was no patient involvement. No additional information is available.